Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor no power when the burr status check was attempted. All anspach motors were attempted to a burr status check, and the last anspach worked all the way through the tibia and parts of the femur. When femur post holes were attempted there was no power. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the (B)(4) and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor no power when the burr status check was attempted. All anspach motors were attempted to a burr status check, and the last anspach worked all the way through the tibia and parts of the femur. When femur post holes were attempted there was no power failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) (engineer, (B)(6)) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
There was no power to anspach motors when the burr status check was attempted. All anspach motors were attempted to a burr status check, and the last anspach worked all the way through the tibia and parts of the femur. When femur post holes were attempted there was no power. There was a reported surgical delay of 5 minutes. Case type: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
There was no power to anspach motors when the burr status check was attempted. All anspach motors were attempted to a burr status check, and the last anspach worked all the way through the tibia and parts of the femur. When femur post holes were attempted there was no power. There was a reported surgical delay of 5 minutes. Case type: pka.